Event description:
This is a customer telephone call received after hours to baxter technical services where homechoice machine made a pop noise and would not turn on. The care giver (cg) also stated smelled something burning so had home patient (hp) disconnect as he was connected. The technical service representative (tsr) advised the cg, would need to use manual supplies for tonight. There was patient involvement however, no patient injury or medical intervention was reported at the time of the event. It was determined by baxter's technical services representative to swap the unit.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Confirmed no power - faulty power supply unit. Broken door piston. Pump and battery are due for replacement. Dim keypad display. Power supply, pump, filter, pump pad, door piston, acetate sheet, textured gasket, piston foams, occluder boot, keypad light, over temp switch and sla battery were all replaced. Sent to final test and calibration for further testing. This machine has completed an electrical safety test and functional check as required.